Event description:
Alaris IV set 5229fe (primary pump set, with check valve, flow stop, and 2 needleless ports) has had multiple reports of "tubing won't flow." Appears that tubing has developed kinks in the package that will not come out when tubing is stretched out upon removal from package. Examination of other sets in case shows kinks may appear near white tape that holds the set in a loop.